Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Programmed pump with the current time and date and monitored for three days. The time has not drifted and is accurate. Time and date function is performing properly. Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during testing. Rewind functioned properly during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin pump was making a faint sound and was not able to rewind; customer received a motor error alarm and a motion sensor test failure alarm. Customer was not able to troubleshoot due to not being able to rewind insulin pump.